Event description:
A report was received that the patient¿s ipg was not holding a charge and was not responding well to the remote control. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
Additional information was received that the patient underwent wherein the ipg was replaced. No device malfunction suspected and patient was doing well post operatively.

Event description:
A report was received that the patient¿s ipg was not holding a charge and was not responding well to the remote control. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction suspected and patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.